Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had activated a pod the needle had not deployed. The patients reported blood glucose level was over 250 mg/dl. The pod was not worn.

Manufacturer narrative:
The returned device was evaluated and the device was received undeployed. The needle deployed into the needle cap, and the adhesive liner was not removed from the adhesive pad, indicating the device was not worn during second prime. The needle cannot deploy if the needle cap is not removed.